Event description:
It was reported that suddenly during general anesthesia the controlled ventilation stopped, without alarm or alert message. The device reportedly switched from "volume controlled" to "man/spont."

Manufacturer narrative:
The device was tested on-site including auto test, ventilation performance on a test lung and alarm simulation. No device failure or abnormalities were found during testing. The alarm function was working as specified. The error log was analyzed. On the date of the reported event (B)(4), 2012 no entries were found which are indicating a device malfunction or an automatic device switch to man/spont mode. As the device evaluation and the log analysis do not give a hint to a device malfunction it is unclear what was observed by the customer. Therefore the root cause of the reported symptom is unknown. After the event the device was continued to be used without further reported problems.